Event description:
It was reported that in the central sterile department of the user facility, the device was leaking oil. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that in the central sterile department of the user facility, the device was leaking oil. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting. Device not returned for analysis at this time.

Manufacturer narrative:
During the device evaluation, a substance was found near the battery contacts. During testing, it was determined that the handpiece was leaking e-box silicone potting due to a failure of the e-box seal, which is a probable cause of the reported leaking.